Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in configuration mode, and the front panel keys were unresponsive to changing out of configuration mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.